Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the monitor failed a pulse test the cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The c19 capacitor's negative lead was broken from the defibrillator pca. The root cause for damaged capacitor was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.